Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified issue occurred. Approximately one month prior to the report, the patient experienced a low blood glucose event that was alleged to be related to a cgm issue and resulted in an emergency room (ER) visit. The exact event date is unknown. Multiple follow-up attempts were made to obtain additional details regarding the event; however, the patient could not be reached, and no further information was available. No product was provided for investigation. Data has been requested but but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.